Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: the patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood-work. Doi: (B)(6) 2007 left hip. Dor: none reported. Patient residence:(B)(6). Update: on (B)(6) 2011 - plaintiff fact sheet received. No new information was received that would change the outcome of the investigation. Update (B)(6) 2014 - additional taper sleeve, patient details, hospital, sales rep details, revision date, additional reasons for revision (pain and psodo tumor.) Update rec'd (B)(6) 2014 - medical records received. Upon revision, massive erosion of the pelvic bone and osteolysis were noted. The stem and sleeve are now being reported for elevated metal ion levels. This complaint was updated on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).